Event description:
It was reported that this electrode was returned back from the field and analyzed with no previous allegations made against it. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 6.5 centimeters (cm) from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 7 centimeters (cm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region.